Event description:
It is reported that the item cracked during sterilization.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. All pieces were returned for evaluation. Visual inspection of the returned device found signs of repeated use and the post has fractured off. Gouge marks and dents were noted which is indicative of repeated use. Review of the complaint history determined that no further action is required as no were trends identified. The device history records were reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.